Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (image error) was confirmed. Evaluation findings were as follows: there was an e218 scope malfunction code due to damage on the charged coupled device (ccd) unit and damage to the circuit board of the video plug section. The adhesive on the bending section cover had a chip, the universal cord had a dent, and the bending angle in the up direction did not meet the standard value. The following components had scratches: the light guide cover glass, the light guide connector, the protector of the universal cord on the scope connector side, the universal cord, the right/left lever, the video connector case, the angulation lever, the right/left plate, the up/down plate, switch 1, the grip, the control unit, the video connector, and the free/engage lever. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been ten years since the subject device was manufactured. Based on the results of the investigation, the root cause of the e218 scope malfunction code could not be determined. A likely cause of the event could be breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system: ¿confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ investigation activities have been opened to manage actions related to this report and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that when using an endoeye flex deflectable videoscope, there was an image error. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was an e218 scope malfunction error code displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.